Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient removed applicator. Upon applicator removal, patient claimed that sensor wire was removed.